Event description:
Revision surgery - the patient fell and dislocated. The surgeon performed the revision in order to tighten the joint.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.1 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 67th complaint for this part number: 30 due to dislocation, 12 due to infection, four due to pain, three due to trauma, three for instability, three fractured bones, three tight joint/limited range of motion, two for dissociation, one subluxation, one assembly issue, one for a cracked device, one machine defect, one impingement, and one revision. This is the second complaint for this lot number due to dislocation. The root cause of the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.